Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that, the device displayed "pacer fault 117" and "defib fault 72" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.